Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown and was unable to be turned on. It was noted that the customer's blood glucose level was not impacted by the event. However, it was reported that the customer was hospitalized for four days around the same time as the unexpected shutdown. The exact days that the customer entered/released from the hospital were not provided as the customer does not know. The customer believed that their gastroparesis contributed to the hospitalization. Reportedly, the customer entered the hospital with a blood glucose level of 400-500 mg/dl and it was addressed with boluses via the pump. The customer was treated with intravenous drip at the hospital.

Manufacturer narrative:
D11